Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer both lenses missing was confirmed, and further defects were detected. In total the following defects were detected: - front glass missing - leaking - blade damaged - glue points on camera head worn - cover worn - cover coating peeled off - plug worn - led not lit. The device passed quality control at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the most likely cause of the failure described is adhesive wear at the tip of the c-mac blade, resulting from abrasion during use and the reprocessing process. Adhesive wear causes liquid to enter the blade, which affects the electronics and can cause the cover slips to fail. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that both lenses are missing, this was noted prior medical procedure. It was later reported that it is broken, works until pressure applied to blade and the image cuts out. No negative impact in state of health.